Event description:
It was reported that a patient had experienced inadequate pain relief caused by high impedances. Reprogramming was performed but was not successful. The patient underwent a lead revision and is reportedly doing well following the procedure.